Event description:
Related manufacturer reference number:2017865-2023-48214 related manufacturer reference number:2017865-2023-48216 it was reported that the patient presented in the clinic for a follow-up. Upon interrogation, right ventricular lead and left ventricular lead exhibited high capture threshold. In addition, the right atrial lead exhibited myopotential oversensing which triggered an inappropriate automatic mode switch. No intervention was performed. The patient was in stable condition.